Manufacturer narrative:
(B)(4). A field service representative evaluated the ventilator onsite and replaced the gas delivery engine (gde). The field service representative confirmed the ventilator met all vyaire manufacturer specifications. The vyaire factory service dept. Received the suspect faulty gde and performed an investigation. The reported issue could not be duplicated in the laboratory setting. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Any additional information provided by the customer will be submitted in a follow-up report.

Event description:
It was reported to vyaire that the avea ventilator is showing an intermittent circuit occlusion.